Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Correction to d4. Update d9 and h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the video system center did not display the endoscopic image when connected to the video telescope. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
E1 establishment name: (B)(6). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.